Event description:
It was reported that the symptomatic patient presented in-clinic for follow-up feeling fatigue and dizziness. The device was exhibiting post-paced t-wave oversensing on the ventricular channel that was noted on stored and real-time egms. The ICD was reprogrammed, and no further issues were reported. Patient is fine.